Event description:
Surgeon had difficulty inserting matrixneuro screws. The surgeon could not tighten the screws properly. Surgeon had the impression that there was bone under the screw heads which may have prevented the screws from being fully seated. The screws were removed and replaced by another system. The screws are not available for investigation. It is unknown as to how many screws were affected. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided. No additional information is available.